Manufacturer narrative:
The patient stated that the device had been returned to the manufacturer, but the device has not yet been received.

Event description:
Additional information received from the patient reported the explanted device was returned to the manufacturer.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a patient reported that they were experiencing a loss of therapy and that their device has not been effective since 2010. However, it was later stated that the device was no longer effective about 3 or 4 years prior to the date of this report; it is unclear when the issues started. It was reported that the patient worked with two different manufacturer representatives at that time and multiple reprogramming sessions were unsuccessful. The patient had their implantable neurostimulator (ins) explanted on the date of this report. The patient stated that they ended up needed other serious back surgeries performed so their healthcare provider (hcp) removed their device during that time as well. It is unknown if the product will be returned to the manufacturer. Indication for use was post lumbar laminectomy syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.